Event description:
It was reported that the distal tip sheared off in locking cap due to torque not releasing. The tip was left in the patient.

Manufacturer narrative:
An investigation of the reported failure could not be completed as the parts were not returned. The sales rep was contacted regarding this event to confirm details regarding the device failure. He confirmed that there was no impact on patient health. After the driver tip broke off, it was unable to be removed from the locking cap in the l4 screw, the surgeon completed the case successfully using rod-rod connectors. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. No determinations could be made as to the cause of the reported issue.